Manufacturer narrative:
Manufacturer's report date 9/12/97 the sample was returned to the MFR for evaluation. Only the distal portion of the set including the weighted tip and outlet connector were received. The tube was found to have burst and separated 3 inches above the outlet connector. Co tested the ballooned end for flow and found the tubing to be occluded. It is suspected that some dried solution formed in the tubing due to improper irrigation causing an occlusion in the tube. The occlusion caused pressure to increase at that point and the tube to balloon and burst. Additionally, repeated tugging on the tubing by the pt may have over-stressed the tubing. The user facility will be infomred of the proper irrigation procedures per the directions for use which indicates that, "the feeding tube should be irrigated a) when feeding is interrupted or completed b) after giving medication through the tube c) at least every 8 hours for continuous feeding applications." Also the dfr recommends not using a syringe smaller than 50 cc's. Small syringes can generate high pressure which could cause set separation.